Event description:
During manufacturer product analysis of a vns generator explanted due to reported end of service, it was identified that the supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation performed resulted in 0.02 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The cause for the c6 capacitors increase in leakage could not be determined.